Manufacturer narrative:
Code 22- the gore® dryseal flex introducer sheath IFU states adverse events that may occur and / or require intervention include: vascular trauma (i.e. Dissection). H6: component code added. Investigation conclusion code 22 added- the gore® dryseal flex introducer sheath IFU states adverse events that may occur and / or require intervention include: vascular trauma (i.e. Dissection).

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore¿ dryseal flex introducer sheath (dsf) and gore¿ tag¿ conformable thoracic stent graft with active control system for thoracic aortic aneurysm. A 22fr dsf was inserted from the right common femoral artery. All stent grafts were deployed without reported issues. The sheath was removed, then dissection in the right external iliac artery was observed. A 12fr sheath was inserted from the right common femoral artery, and stent was deployed in the right external iliac artery. Reportedly, it was confirmed that there was no problem with blood flow. The patient tolerated the procedure.